Event description:
It was reported that the battery charge of a pump dropped rapidly by 45%, resulting in an unexpected shutdown. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided the customer to charge the pump with known working supplies and provided a solution through a software update to prevent this issue in the future.